Event description:
It was reported while using bd syringe 3 ml ll euro 200 s/c the scale markings were missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: absence of graduation on 3 ml ll syringe.

Manufacturer narrative:
H6: investigation summary: it was reported there were no scale markings on the syringe. To aid in the investigation, one 3ml luer-lok syringe was received for evaluation by our quality team. The syringe was missing all the scale markings and print on the barrel. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 309658, lot number 2075880. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2075880 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. This condition is occurring at or below its expected frequency. Batch 2075880 is considered in compliance with our product specification requirements.

Event description:
It was reported while using bd syringe 3 ml ll euro 200 s/c the scale markings were missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: absence of graduation on 3 ml ll syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.